Manufacturer narrative:
The system was examined and the reported event was confirmed. The reported event was confirmed and attributed to a loose connection between the connector on the system and the probe. The company representative reset connection to resolve the reported non-conformity. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 1, 2004. Based on qa assessment, the product met specifications at the time of release. The cause of the reported event can be attributed to a loose connection between the connector on the system and the probe. However, the connection between the connector on the system and the probe became loose remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a diagnostic/measurement procedure there was a variation in the biometric readings. There was no harm to the patient.